Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring black. Case type ngp. On 21-feb-2023 the customer alleged for high bg and pump under delivery. Pump received with battery cap with missing heat stake post. Tested with test p-cap and the test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 21-feb-2023, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 28.9 u. In further full review found multiple no delivery alarms in the pump history on 20-feb-2023 at 11:58:22.000 during bolus delivery. No "no delivery" alarms during testing. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0689 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Customer alleged for the pump under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced an unexpected high blood glucose event. The customer's blood glucose was 350 mg/dl at the time of the event. The current blood glucose value of the customer at the time of the call was 210 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with manual injection. The customer also stated that they had a possible under-delivery issue. The insulin pump did not pass high- pressure test. No further patient complications were reported. Troubleshooting was performed; however, the customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.